Event description:
Caller alleged that the inform base unit had melted connector pins and melted plastic in the housing surrounding the connector pins, as well as burn marks on the base. Upon review by the manufacturer's investigation unit, the base unit was found to have charred connector pins and melted plastic in the housing around the connector pins. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform base unit. (B)(4).